Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Approximately 1 month later, moderate-severe pvl was observed. The patient is being evaluated for an additional bav to resolve the pvl. Per the physician, depth of implant and patient anatomy were contributing factors to the pvl. Additional information was received that in the initial implant procedure, two jets of mild pvl were observed. The depth of the valve implant was approximately 3-4 mm but the valve appeared to have migrated ventricular on post-implant computed tomography angiogram (cta).

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} non-medtronic product ID: beckton dickson true 23 mm balloon; lot #: unknown; ubd: unknown; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Approximately 1 month later, moderate-severe pvl was observed. The patient is being evaluated for an additional bav to resolve the pvl. Per the physician, depth of implant and patient anatomy were contributing factors to the pvl.